Manufacturer narrative:
Mfg records and quality documents were reviewed. The mfg and quality document review confirmed that all femoral stems released to the field of lot number 072869 conform to the specification valid at the time of MFR. The sterilization cycle for lot number 072869 was performed according to the specification valid at the time of production. Four other cases of infection were reported in the same hospital. Medacta international used two external surgeons to investigate the potential correlation between the infections observed and the medical device implanted. Both surgeons believe the infection was probably not device related. It may be related to suture wiring procedure or draping procedure. If there is new info learned about the incident or its cause, a follow up report will be submitted. Infection is a known risk of total hip arthroplasty and is listed in the device labeling.

Event description:
The pt reported pain in his hip after the primary surgery (approximately 11.5 months). The x-ray showed an infection. At this time, no revision surgery has taken place.